Event description:
Event description guidant received information that the caller was concerned about premature battery depletion regarding this implantable cardioverter defibrillator (ICD). A memory dump was sent into technical services for analysis. No adverse patient symptoms were reported.